Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer resumes insulin and changed cartridge and infusion set to address the issue.